Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter failed to break through the lesion in the anterior tibial artery, and then successfully treated the lesion in the peroneal artery. The device was retracted and the catheter corewire was noticeably broken. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the crosser catheter appeared to be clean. The catheter was kinked 2.7cm from the distal tip. A complete fracture in the core wire was observed inside the catheter at the location of the kink. No other anomalies were noted to the crosser catheter. Performance/functional evaluation: the patency of the guidewire lumen was tested by advancing an in-house 0.014¿ guidewire. The guidewire was loaded through the rapid exchange junction and exited the distal tip of the lumen with no issues. The guidewire was then inserted through the distal tip of the catheter and it exited the rapid exchange junction without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a core wire fracture, as a complete fracture in the core wire was found within the catheter. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.